Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen revealed a mesenteric 3-4mm perforation of the right lateral filter strut beyond the inferior vena cava wall. It was further reported that the apex of the icv filter is identified at the level of the renal vein, 1.5 cm above the right renal vein confluence. There is no tilt. There is a minimal perforation of the right lateral struts seen on axial and coronal images. Based on images, struts penetrate 3-4 mm beyond the ivc wall. There is no involvement of adjacent structures. There is no strut fracture. There is no stenosis below the level of filter.

Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen revealed a mesenteric 3-4mm perforation of the right lateral filter strut beyond the inferior vena cava wall.